Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed alert 65, and the audio alarm was not audible despite a restart attempt and sufficient battery, consistent with a malfunction of the speaker/sounder component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a medical device problem of no audible alarm traced to an electrical/electronic component issue within the speaker/sounder. It was concluded, based on previously established findings for similar reports, that the cause was component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.